Manufacturer narrative:
The patient's weight is unknown at this time.

Event description:
Device 1 of 2 reference MFR. Report#: 1627487-2021-01420. It was reported the patient has been receiving ineffective therapy. X-rays were taken and revealed that both of the patient's leads have migrated. Reprogramming was attempted to restore effective therapy but was unsuccessful. As a result, the patient plans to undergo surgical intervention.

Event description:
Additional information indicates that surgical intervention was undertaken in 2022 wherein the entire system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated. Exact date of explant is unknown.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Device 1 of 2: reference MFR. Report#: 1627487-2021-01420.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.